Event description:
Per the surgeon's report, the abutment of the patient's baha system was removed in 2004 due to soft tissue inflammation. The patient was reportedly next seen by the surgeon in 2006. The patient complained of pain in the area of the fixture. The surgeon noted a low grade infection. No information about treatment was provided. The surgeon reported that the patient's fixture was explanted five months later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.